Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported that the patient experienced pelvic pain, urinary incontinence, vaginal bleeding, dyspareunia, mesh erosion, and infections. It was reported that she underwent partial revision surgery in (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.